Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an external iliac artery. A 7.0 x 100 mm absolute pro self-expanding stent was advanced to the target lesion with resistance due to the anatomy. Then during deployment the thumbwheel turned freely without any action on the sheath retraction when deployment stopped after 1/3 of its length. An attempt was made to pull the stent, but the stent remained in the sheath and the stent separated into two pieces. When the stent was pulled, it caused a dissection in the external iliac artery. The delivery system was removed with the stent and two additional unspecified absolute pro self-expanding stents were deployed to treat the dissection. There was no clinically significant delay in the procedure and no other patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The resistance, failure to deploy and separated stent were not confirmed as the stent had already been deployed and was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Dissection is listed in the absolute pro instruction for use as a known adverse event that may be associated with the use of the device. The investigation determined that the reported deployment issues and subsequent patient effects were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.